Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4)

Event description:
The patient reported that she had heart problems and they may be affected by stimulation. The indication for use was unknown. A healthcare provider (hcp) later reported that the patient had musculoskeletal chest pain and the notes did not say anything about it being related to the patient's interstim. The interstim was removed on 9-4. The hcp thought the patient's had the pain before and did not think it was related. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider noted that the interstim device was removed due to lack of efficacy. "Not affecting heart".